Event description:
During a cataract extraction procedure, this unit would not allow calibration of the phaco handpiece to be used. Accessory packs were exchanged and then the handpiece was able to be calibrated.